Event description:
It was reported to nova biomedical that a consumer received back to back blood glucose readings of 355 mg/dl and 83 mg/dl on her blood glucose meter. No decision to treat was made on the alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.